Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, a "call tech support" error message was observed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Receiver functional tests and manual "try it" testing could not be performed due to the observed error message. Wiggle testing could not be performed due to the observed error message. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
Com(B)(4).